Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy for atrial arrhythmia episodes. Technical services (ts) reviewed the stored episodes and noted that the device delivered six anti-tachycardia pacing (atp) bursts and six shocks for episodes in which the atrial rate was greater than the ventricular rate, therapy did not convert the arrythmia. The rhythm appeared to be sinus-driven with a possible rapid ventricular response (rvr). No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.